Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 23068 before docking on universal surgical manipulator (usm). Site power cycled the system several times but error occur again. Site disabled usm#4 and system passed power on self-test and procedure continued as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system did not initially power on without errors. Hard power cycle was performed to resolve the reported issue/to continue the procedure. Site disabled the arm to continue the procedure. The customer refused to provide the patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed unit was tested on an inhouse system where it passed normal mode. The unit was also tested on a pftp and passed all related tests. The reported problem was confirmed via related notifications and logs but was not replicated on in-house system. Verified in logs, unit shows error 23087 and error 23068 having p1 = 6 pointing to axis 6 or dof 7 on the carriage. The isa will be replaced as a precaution for the reported problem. The complaint was confirmed by failure analysis.